Event description:
It was reported that the patient presented for an implant procedure. During the procedure, unspecified measurements obtained from the leadless pacemaker were unfavorable. While attempting device repositioning, it was observed under fluoroscopy that the device's helix was slightly stretched. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received yet.